Manufacturer narrative:
This testing was for correlation studies and unusual testing was purposely performed per protocol (patient is type b and donors are types a and ab). Customers would not intentionally choose incompatible blood grouping units and perform an immediate spin crossmatch. Variations in cell concentration can affect the sensitivity of test results. When the cell concentration of red blood cells is modified for use in certain applications, such as the gel test or column agglutination methods, the accuracy of the cell concentration becomes more critical. When cells are too concentrated, weaker results may be obtained due to the increase in the antigen/antibody ratio. When the cell concentration is too low, the red cells may be difficult to see, potentially causing a weak reaction to be missed. A definitive root cause was not found although, the compatible crossmatch may be due to improper cell concentration of the donor cells or that the donors tested may be weak subgroups. No erroneous results were reported due to this incident.

Event description:
Customer reporting two false negative results during immediate spin crossmatch using the mts buffered gel cards. According to customer, facility was performing correlation studies between tube method and buffered gel cards tested on provue. (B)(4).